Event description:
It was reported that the patient died during an implant procedure. Right before final closing, the patient became very hypotensive and low sensing was noted on the right ventricular (rv) lead which required reposition/re-implant this while measuring through the device. Promptly cardiac tamponade was suspected, emergent echocardiogram showed moderate effusion without obvious rv collapse. Since patient was not responding to advanced cardiovascular life support (acls), a pericardial tap was performed which was dry both under fluoroscope and ultrasound guidance. Acls continued throughout, airway immediately secured by anesthesia service reattempt performed now obtaining blood back, drained about 150 cc of dark blood, blood pressure remained very depressed. Ventricular fibrillation was noted and defibrillated internally and externally. All acls protocols maintained throughout, both arterial and venous central access gained for intravenous (IV) administration and monitoring. After not having any response to extensive resuscitation measures, the patient was pronounced. Diagnosis was cardiogenic shock. The patient was enrolled in the (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).